Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: strip issue.

Event description:
Customer complains of hi results. Customer has slurred speech and stated she was not feeling very well. True result hi (B)(6) 2015 08:04:00 pm not fasting. Customer states she will seek medical attention. Customer confirm the test strips expire 06/18/2017. The customer was contacted (B)(6) 2015: she stated she went to the hospital and they were able to bring her sugar below 300mg/dl. Customer has made an appointment with her physician to follow up and see what changes need to be made to control her blood sugar.